Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: (B)(4). (B)(4). A review of the manufacturing records for the device was not performed as the item and lot number were unavailable. Concomitant medical products: patient medications include but are not limited to: levothyroxine sodium, gemfibrozil, htn rx, the instructions for use for the gore® dryseal sheath states: potential adverse events that may occur and/or require intervention include but are not limited to: vascular trauma (ie, dissection, rupture, perforation, tear, etc.) Additionally, the IFU directions specify to: verify the vessel is of adequate diameter and tortuosity to accommodate the introducer sheath.

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of a thoracic aortic aneurysm. During the procedure, a gore® tag® thoracic endoprosthesis was advanced using a 24 fr sheath, but was unable to be advanced past the right external iliac artery. The device was advanced outside the sheath, and an attempt was made to advance the device past the right common iliac artery; but was unsuccessful. The physician chose to remove the device, and when withdrawing the device the patient¿s blood pressure dropped. Angiography showed a disruption of the common iliac artery. Withdrawal of the device and sheath was continued post upon removal the artery the bleeding was controlled and the artery was a repaired. The patient was reported to have tight right iliac artery. The patient tolerated the procedure. It is unknown whether any gore devices were implanted. Additional investigation is underway.

Event description:
It was reported that the inability to advance the device and sheath was due to the patient¿s previous open aneurysm repair wherein the right common iliac artery had a graft sewn in. No deficiency of the sheath or devices was reported. The patient was reported to have lost approximately 3 liters of blood, was transfused and treated surgically. The patent tolerated the procedure.